Event description:
It was reported that customer has flushing issue wanting direction on. Verbatim: pi-is nurse states she has a patient with the pleurx drainage system. The patient had some bleeding and now the catheter is clogged. Can she flush it? Response discussed pinching the length of the tube softly, change storage canister, clamp-change position-unclamp. Nurse states she has already done that. Informed that she would need to speak with the physician regarding flushing the catheter. She will need an adapter in order to access the tube with a 10ml syringe. Transferred caller to cs for sales rep information per the customer. Case forwarded to product complaints via email. On (B)(6) 2022: customer stated "hello, thank you for your enquiry. My call was not a complaint. I am a hospice rn and was looking for information on how to flush the catheter as requested by the attending provider. I was routed to someone at bd who was able to help with a part number. We were able to obtain the correct connector from the nearby hospital. The pluerx drain unclogged by itself before we were able to intervene."

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.